Event description:
It was reported that this system, with a pacemaker and a non-boston scientific right atrial (ra) lead, was unable to perform the right atrial automatic threshold (raat) test because it was in lead safety switch due to high out of range pacing impedance measurements. Additionally, the system exhibited out of range atrial intrinsic amplitude. Technical services (ts) was consulted and explained that the raat is not able to run while the lead safety switch is active. Ts recommended lead testing and considering an alternative configuration. No adverse patient effects were reported. This system remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).